Event description:
Caller reported an issue during the fill tubing step of the load sequence as they did not see drops of insulin at the end of the tubing. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.